Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Difficulties retracting jacket. A stent was placed in the contralateral limb to improve outflow. Unable to advance contra wire.